Event description:
The customer called to report that insulin leaked through the transfer guard of every reservoir in one of the boxes. The customer did not save the reservoirs. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.